Manufacturer narrative:
(B)(4). Concomitant medical products: the patient's medications include; zyloprim, xanax, aspirin, claritin, combivent, duoneb, lipitor, lisinopril, nitrostat, norvasc, ocean nasal mist, omeprazole, prednisone and pulmicort. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2016, a computed tomography scan identified an enlarging left common iliac artery (lcia) with a reported diameter of 28-29mm. It was reported the lcia enlargement was due to disease progression. No evidence of endoleak was identified. On (B)(6) 2016, an intervention was performed to treat the enlarging lcia, whereby an aortic extender component was implanted for distal extension on the previously implanted contralateral leg component on the left side. Reportedly, the patient's left hypogastric artery was not covered during the procedure. The iliac enlargement was successfully excluded and the patient tolerated the procedure.